Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. The leak was discovered prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from may 16, 2022 - may 18, 2022. H10: the device was received for evaluation. Unaided visual inspection was performed which observed a small tear at upper left side near the edge of the bag. Functional testing was performed which revealed a leak in the affected area. Magnified inspection verified a tear/hole in the upper left side near edge at the back side of the container where a leak was observed during testing. The reported condition was verified. The cause of the condition could not be determined; however, the potential causes was due to compounding error, customer handling or damage sustained during transport. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.